Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could be duplicated due to failure of circuit boards. The subject device was not returned to omsc for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that it was an accidental failure because there was no increased tendency.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during the preparation for use, no image appeared. There was no report of patient injury associated with the event.